Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that a theatre support worker received an electric shock while checking the power cord of a proveo 8 which kept going off when touching the cable. There was no serious injury to a patient or to a member of staff.

Manufacturer narrative:
This is a combined initial/final report. Visual analysis revealed marks on the outer insulation of the power cord which indicate that the microscope or other device may have run over the power cord. Additionally, it looks like the internal wires have developed a twist or bump. According to the hospital staff this has been observed in the past with cables that are frequently coiled and uncoiled. A hole is visible which shows a dielectric break through both insulation layers of the power cord, the internal insulation of the internal wire and the outer isolation of the power cord. Based on the visual analysis it can be concluded, that both layers of the double insulation of the power cord had a defect. This led to the electric shock described. Identified root cause for the electric shock is a defect in both layers of the double insulation of the power cord. The defect of the electrical insulations was caused by a mechanical damage. It is assumed, that damage developed over time as a result of wear and tear due to frequent coiling and uncoiling of the power cord. This caused the internal wires to develop a twist or bump which subsequently damaged the insulation layers. The power cord art. No. 10445666 complies with all applicable standards. It was tested and cb certified together with the proveo 8 according to iec60601-1. The damaged power cord was replaced with a new one and an electrical safety check on the system was performed.